Manufacturer narrative:
The customer contacted the siemens customer care center and stated that they performed repeat testing using a stored frozen sample and determined that the repeat results were different from the initial results. A siemens customer service engineer (cse) was dispatched to the customer site. After analyzing the instrument, the cse determined that the sample probe tube at the reagent carousel cover was damaged. The cse resolved the issue by performing the troubleshooting and checking the functioning of level sense. The cause of the discordant, falsely low igfbp-3, igf-1 and prl results on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low insulin-like growth factor binding protein 3 (igfbp-3), insulin-like growth factor I (igf-1) and prolactin (prl) results were obtained on one patient sample on an immulite 2000 instrument. The discordant results were reported to the physician(s), who questioned them. The samples were repeated on the same instrument, resulting higher. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, falsely low igfbp-3, igf-1 and prl results.

Manufacturer narrative:
The initial MDR 2247117-2017-00056 was filed on may 11, 2017. The first supplemental MDR 2247117-2017-00056_s1 was filed on july 24, 2017. Additional information (08/02/2017): a siemens headquarters support center specialist reviewed the information provided and stated, if the sample probe was significantly pinched there is a potential that sample delivery could have been affected. However, the sample probe tubing is robust enough to withstand being closed in the reagent carousel assembly without being damaged. There is insufficient data to rule out any other errors or level sensing issues that may have contributed to the initial discordant results. The cause of the discordant, falsely low igfbp-3, igf-1 and prl results on one patient sample is unknown.

Manufacturer narrative:
The initial MDR 2247117-2017-00056 was filed on may 11, 2017. Additional information (06/29/2017): a siemens headquarters support center specialist reviewed the instrument data. The instrument data did not indicate any instrument activity from march 31, 2017 to april 4, 2017. The instrument data did not show information for sample ID in question. The cause of the discordant, falsely low igfbp-3, igf-1 and prl results on one patient sample is unknown.